Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5094906 that a female patient underwent an unspecified breast implantation procedure with mentor memorygel breast implants 350cc and suffered several unexplained systemic symptoms, including pain, fatigue, muscle and joint pain, rashes, loss of eyebrow hair, hair thinning, anxiety, sinusitis, abdominal and chest pain, microscopic colitis. Bilateral rupture was also reported. The root cause of the patient¿s symptoms is unclear. The patient underwent device removal, but the exact date of explantation is unknown. This report is for the first of two devices.